Event description:
A malfunction was reported by a distributor in slovakia involving a malfunction code 9-0x20f1, which was not resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed that the pump needed replacement, and a replacement pump was provided. The technical support team confirmed the customer's shipping address and facilitated the delivery of the new pump.